Manufacturer narrative:
The field service center replaced the power board to correct the reported problem.

Event description:
It was reported that the ventilator had a sndr err1 condition. It is unknown if the ventilator was connected to a patient when the reported event occurred.